Event description:
It was reported that decreased sensing and increased pacing threshold were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned in 3 pieces. External insulation abrasion was noted at 2cm from the cut proximal end of the lead body due to friction to the ICD can. The etfe coating of one cable was abraded in the same location. Without return of the entire lead, a complete analysis could not be performed.